Event description:
The customer reported specimen compromised messages and cancelled analytes due to unspun specimen and hemolysis. The customer advised this was not an issue prior to change in vendors.

Manufacturer narrative:
Complaint : (B)(4). No samples were received for evaluation. Received customer picture. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint and customer picture to our affiliated location in brazil from which we receive this product. According to their investigation and comments, a review production documents did not reveal any deviations associated with the reported errors. The cause of the event cannot be determined.